Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that several cracks were found in the hub of a bd connecta¿ 3- way stopcock. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: the device history report for lot number 7282965 was reviewed, no related abnormalities were found. Material number 394602 for lot 7282965 was manufactured on 10/26/2017. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally a sample was provided for the purpose of aiding our quality engineer's investigation, the housing of the device possessed a large crack in the body. Unfortunately this failure is extremely rare with bd devices, and our quality engineers were unable to determine a manufacturing related root cause. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on sample evaluation, we found cracks on housing component; however, we were not able to associate these cracks to the mfg process. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. Always refer to IFU for product usage recommendations. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Investigation conclusion: based on investigation results to date, root cause for manufacturing process cannot be determined. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported that several cracks were found in the hub of a bd connecta¿ 3- way stopcock. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that several cracks were found in the hub of a bd connecta 3-way stopcock. There was no report of exposure, injury or medical intervention.